Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient has a 3i implant with a broken screw in it. Clinician tried to use the salvin screw retrieval kit, but was unable to remove the screw, it is not loose, tooth #14.

Manufacturer narrative:
The unknown screw and implant were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth site # 14 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction could not be verified and the reported events are non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H3 other text : device not returned.

Event description:
No further event information available at the time of this report.